Manufacturer narrative:
The insufflator was returned and evaluated by the failure analysis team. During failure analysis, a visual inspection was conducted, revealing no issues related to the reported problem. A review of the logs in the lighthouse system confirmed the presence of insufflator internal non-recoverable faults 33002, 2001, and 1000. The unit was then installed on an internal equipment, fixture, or tool (eft) system and powered on. It displayed an error message indicating that the insufflator cannot be used, with an option to restart. After restarting the insufflator and conducting a functionality test, it initially inflated the 706696-02, aid, lap dummy plus body model, is5000. However, the air pressure quickly dropped from 800 psi to below 400 psi, followed by an erroneous message stating the tank is empty, despite the tank being full. The failure analysis team confirmed that the insufflator had failed, with the root cause identified as an internal gas leak.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to starting after ports placement of a da vinci assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported non-recoverable fault 307 returned while surgeon was placing ports. The csr cycled system power, error 307 cleared, but insufflator faulted on power up. The csr disabled insufflator, surgeon chose to use third party insufflator. Viewed live logs, found error 33002. Logs show insufflator internal non-recoverable fault 2001 and 1000. Surgeon is continuing with procedure robotically. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and replaced the insufflator to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis has not completed their investigation.